Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels since the day before the call. The customer reported performing multiple set changes and stated that the high blood glucose levels persisted. Blood glucose level at the time of the incident was 540 mg/dl. Blood glucose level at the time of the call was 484 mg/dl, which was treated with the insulin pump and manual injections. Troubleshooting did not show any malfunction of the insulin pump, and the customer was advised to perform a set change. The insulin pump will not be replaced or returned for analysis.